Manufacturer narrative:
Concomitant prod: egiaustnd (egiaustnd endogia ultra univ std stap, lot number: p0m1725); egiaustnd (egiaustnd endogia ultra univ std stap, lot number: p0m1725). Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was fully fired and engaged in interlock. The jaws of the reload were clamped. The knife bar assembly was advanced to the distal end. All staples were fired, formed, and found between anvil and cartridge. The clamping mechanism was deformed. The adapter noted a bent articulation flag. The reload was disassembled and the knife laminates were found to be damaged. Score marks were present on the channel adapter. It was reported that the device was returned without an alleged complaint. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the articulation flag was bent. The product analysis noted evidence that the device was not used as intended. This condition can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. The instruction for use (IFU) states: 1. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ universal stapler. 2. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Do not attempt to insert or remove the instrument from the trocar sleeve if the instrument is in the articulated position. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the inside gear of the device broke off and was not able to fire. Pli 20: medtronic's initial evaluation of the incident is that the clamping mechanism was deformed, the adapter noted a bent articulation flag, and the reload was disassembled and the knife laminates were found to be damaged.